Event description:
It was reported that a device issue occurred when the customer woke up to a notification that no insulin was available, despite having completed a load operation less than 24 hours earlier. The customer attempted to reload the device and reset it without success and suspected the possibility of the device being non-functional due to it being out of warranty for some time. The customer needed a new device urgently. Customer support attempted to troubleshoot the issue and followed up with the customer but was unable to resolve the issue, ultimately closing the case after all follow-up attempts were exhausted. There was no reported impact on the customer¿s blood glucose level.